Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported a high bg event. The reporter indicated that the patient was admitted to a hospital of (B)(6) 2012, with a bg level of "469 mg/dl" and symptom of vomiting. The patient was released from the hospital on (B)(6) 2012. The reporter did not know if the patient was disconnected from the pump during the hospitalization. It is unknown what treatment, if any, the patient received during the hospitalization. The reporter was unable to recall if the patient's cannula was found to be bent prior to and upon admission to the hospital. She also could not recall if blood or any issues were observed with the patient's site(s). The patient's infusion set at the time of the event was already discarded. The patient mentioned having pain sometimes and discomfort at the site. However, it is unknown if the patient experienced any discomfort at her site prior to the hospitalization. The pump's settings were reviewed and appeared to be correct. The bolus history, however, was noted to have sporadic deliveries. Only one bolus was delivered on (B)(6), (B)(4), and (B)(6) 2012. On (B)(6) 2012, no boluses were recorded or delivered. The animas representative involved in this contact noted that the patient was not bolusing properly for bg management or carbohydrate intake. No associated alarms were found in the alarm history. All bolus and basals were delivered as programmed and added up to the tdd. The pump was properly primed site changes. The pump was not suspended. The reporter denied that the patient had any other health conditions. The patient was reportedly hospitalized again on (B)(6) 2012 with a bg level of "500 mg/dl" with symptoms of vomiting and chest pain. However, the patient's cannula was found to have been bent upon admission to the hospital. Animas does not manufacture the infusion sets. In addition, no boluses were recorded in the pump's history for (B)(6) 2012. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for hyperglycemia. However, at this time, it is unknown if the pump and/or use-error contributed the patient's injury considering no issues were found with the pump with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.